Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Visual check was performed - it was found that the device had a cracked water tank enclosure and was leaking. Electrical safety test as per qcp 026 was performed - device failed this test. The problem stated by the customer was replicated as device failed the electrical safety test. The most probable root cause is the defective heater. As a result, the heater was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was tripping out electrical outlets. There was no patient involvement and no harm/adverse event reported.